Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by paramedics. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient experienced elevated blood glucose levels after less than one hour of pod wear. The mother (also a diabetic) had been managing the patient¿s diabetes with multiple daily injections of short- and long-acting insulin for approximately 2-3 days prior to the event due to issues related to the insurance process and limited omnipod availability at the local pharmacy. During this period, the mother reported difficulty managing the patient¿s blood glucose because of ongoing discrepancies between continuous glucose monitor (cgm) readings and manual fingerstick measurements. On the day of the event, the mother reported that a pod failed to communicate during activation and that the omnipod controller advised replacement. A second pod was subsequently set up and activated. Approximately 20 minutes elapsed between the initial pod failure and successful activation of the second pod, during which time the patient did not receive insulin. Less than one hour later, high blood glucose alerts were received; however, a fingerstick blood glucose measurement reportedly indicated low blood glucose (specific values were not reported). The patient subsequently began feeling unwell, with symptoms including lack of appetite, unresponsiveness, eyes rolling back, slurred speech, pallor, sleepiness, and vomiting dark brown liquid and blood, prompting the mother to seek medical attention. An ambulance was contacted, and the patient was transported to the hospital. Paramedics reportedly removed the pod during transport. The patient was hospitalized and diagnosed with diabetic ketoacidosis and dehydration. Upon hospital admission, blood glucose levels were reported to be approximately 1600 mg/dl. Treatment during hospitalization included insulin infusion, blood infusion, and magnesium. The patient remained hospitalized for approximately two days; the specific discharge date was not reported. The patient has since resumed omnipod therapy following the incident.